Event description:
It was reported that during a colon resection procedure, the blue reload was loaded into an ec60a stapler for a firing and the force to fire was extremely high. Surgeon had a hard time retracting the blade and opening the jaws. Portions of the staple drivers were jammed in the lower knife blade channel. The cartridge was mangled upon inspection. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged cartridge, damaged drivers. The analysis found that one cartridge reload was received for analysis. The reload was received with the right side fully fired, left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional testing could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.